Event description:
It was further reported that the balloon could not withdraw into the sheath because the balloon was not fully deflated.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the tip was damaged. The balloon was completely deflated. Functional testing was performed by inserting the ultra soft catheter into a 6f sheath; there was no resistance while completely advancing and withdrawing the catheter through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure removal difficulty occurred. Vascular access was obtained via the left upper arm vein. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left renal artery. A 6.0 /1.5/153 ultra-soft balloon catheter was advanced for post dilation of an implanted 5.0mm/19mm express stent. The ultra-soft balloon was inflated two times to 6atms/15sec. An attempt to withdraw the device into the 6fr sheath was unsuccessful. The devices were removed together as a unit. The procedure was successfully completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).